Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat troponin-I result. The customer uses a cutoff of 0.032. The patient's initial sample (sid (B)(6)) generated a result of 0.152. The subsequent sample (sid (B)(6)) generated a negative result of 0.005. Both samples were retested and generated negative results of 0. The patient was administered heparin due to patient's coag results. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect stat troponin-I assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 78695un18. Using worldwide field data the historical performance of reagent lot 78695un18 was evaluated. The patient median and calibrator data were analyzed and were within the established limits for the assay. Therefore, no unusual reagent lot performance was identified for lot 78695un18. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently address the customer issue. Based on the available information, no systemic issue or deficiency of the architect stat troponin-I assay was identified.